Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were going to have the stimulator taken out. The patient stated that the implant was not working and had not been working for a while. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was overdischarged and he wanted ins removed. Patient was unable to put ins into MRI mode due to od ins.